Event description:
Reported via clinical study. It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2024. The patient was discharged. The patient was called for the routine six (6) month follow up, and the person that answered the phone said the patient passed away. A second call was made to try and get more information due to no records in the chart, but there was no answer and no voicemail. On (B)(6) 2025 the death certificate was received, and the diagnosis was a chronic obstructive pulmonary disease (copd), and the patient date of death was (B)(6) 2025.